Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, at approximately 1:15 am, the patient awoke sweating heavily. At that time, the dexcom g7 cgm displayed a glucose reading of 100 mg/dl, while a bg meter reading showed 32 mg/dl. Around 1:30 am, the patient¿s husband administered glucagon. Seconds later, the patient lost consciousness. Emergency medical service (ems) was called and arrived around 2:00 am. Upon arrival, ems measured the patient¿s bg at approximately 80 mg/dl. No treatment or medication was provided by ems. They observed the patient for about 45 minutes before transporting him to the hospital, where they arrived around 3:00 am. At the hospital, the patient was treated with IV saline solution. By 6:00 am, the patient¿s bg had risen to approximately 200 mg/dl, and cgm readings were also present. The patient was discharged and returned home. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid prior to the patient losing consciousness. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was checked at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.